Event description:
It was reported by the patient that for the past three months they have had a pain under their arm where the cardiac resynchronization therapy pacemaker (crt-p) is located. They stated that the pain will last a total of ten to fifteen minutes with one to two minute intervals. The patient noted that it felt like someone was hitting them on their right side and stops them in their tracks. Additionally, the patient noted "they always do an electrocardiogram (ECG) at the doctor's office" and they told the patient something was wrong but the doctor said it was fine, it was just because the patient was pacing. The patient also noted that they can feel their heart beating on their right side toward their back. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: concomitant products 4592-45 lead implanted: (B)(6) 2004 5024m-52 lead implanted: (B)(6) 1993. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.